Manufacturer narrative:
The reported event of missing egms was confirmed. Based on the information provided, it was determined that the af episode did not meet the minimum duration so the egm was automatically cleared. The device was performing per design.

Event description:
During a remote follow-up, missing egms were observed from the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.